Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -upon visual inspection, the component c0474 biceps button drill pin, of the implant delivery system, biocomposite distal biceps repair, had strong scratches around the shaft, edges of the cutting edges and tip were chipped/damaged. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error with the device due to improper misalignment, insertion, prying/leveraging of the device during insertion, and user-applied excessive mechanical forces.

Event description:
On 09/19/2025, it was reported by a sales representative via (B)(4) that an ar-2260bc impl delivery sys,distal biceps, bc and an ar-1408 headed reamer 8mm cannulated malfunctioned. The surgeon was using (ar-2260bc, 15462397) and had drilled the 3.2 drill pin. He tried to ream over the pin with the 8mm reamer (ar-1408, 03053517) and the reamer would not advance fully over the pin. The pin was swapped out with another 3.2 pin and this worked as it should. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.